Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak after ending a patient¿s pd treatment on a clinic cycler. The pdrn reported receiving a draining slowly alarm during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area. The pdrn was advised to discontinue the use of their cycler and use the cycler the next day for treatment. Upon follow up, the pdrn confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The clinic is continuing peritoneal dialysis therapy using the cycler with no further issues. The cycler set is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint product sample was received on 11/04/2022 from the customer, the sample was received without original package. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection with the microscope a damage in the film was found, that could be caused for friction of the film with a surface. This kind of damage could be caused due to an incorrect handling of the product either during the manufacturing process or treatment set up. In the liberty select cycler user¿s guide of the product, there are indications for the patient to avoid this kind of damage: ¿caution: use caution when touching the cassette film to prevent damage.¿ in addition, there are indications in the instructions for use (IFU), ¿inspect cycler set tubing and cassette film for damage¿ and ¿warning: do not use damaged cassettes for your treatment. Damaged cassettes can lead to leaks, contamination, and infection¿. A device history review (DHR) was performed for the involved lot of the product and there were no non-conformances or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak after ending a patient¿s pd treatment on a clinic cycler. The pdrn reported receiving a draining slowly alarm during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area. The pdrn was advised to discontinue the use of their cycler and use the cycler the next day for treatment. Upon follow up, the pdrn confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The clinic is continuing peritoneal dialysis therapy using the cycler with no further issues. The cycler set is available for return for physical evaluation by the manufacturer.